Event description:
Information was received that at the first follow up appointment it was noted via x-rays that the nail did not continue to lengthen at the appropriate rate and distance. Changes seen on the x-ray were indicative that the nail was not functioning properly; rather than moving distally, one of the internal screws was moving proximally inside the rod. The patient underwent a revision to replace the malfunctioning nail and the corrective procedure was performed 10 days later without complications.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: the returned nail (lot 1081318aaa) was x-rayed upon return. The x-ray images of the internal components revealed no damage. The rod was then functionally tested and functioned as intended by moving forward and backwards. Stroke and force testing was performed and determined the nail meets the specifications. The reported failure was unable to be confirmed as there was no problem found. Device record review: a review of the DHR documents indicates the nail was manufactured by the specified requirement at the time and met all the required inspections before shipment.